Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse replaced the unit's touchscreen to resolve the reported issue. Pse also replaced as preventative maintenance (pm) the unit's oxygen inlet, air inlet, and cooling fan filter, blower assembly, battery, cooling fan, and tubing kit. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen malfunction. The customer reported there was no patient involvement. Event date not specified, estimate used.